Manufacturer narrative:
Based on the current information provided, the cause of the patient¿s death was due sepsis, secondary to a post-operative anastomotic leak. It is unknown to what degree, if any, an isi product may have contributed to the leak due to lack of information from the console surgeon. Isi has attempted to contact the customer to gather additional information regarding the patient/incident. However, as of the date of this report, no new information has been obtained. If additional information is received, a follow-up MDR will be submitted. A review of the system and instrument logs has been performed. There were no observed events in the available system logs that would suggest a product issue, and logged events are in line with normal system functionality. A review of the system logs for the procedure date of (B)(6) 2022 has been performed by an isi technical support engineer (tse) and the following was observed: multiple procedures have been performed on this system after this reported complaint with no service requests being created. No relevant errors were observed during this procedure. The logs for the vessel sealer instrument used in the procedure were reviewed by an isi advanced failure analysis engineer (fae) and the following findings were obtained: no relevant errors were observed during this procedure. A review of the event was conducted by an isi medical officer and the following additional information was provided: based on the information in the summary of events, there is insufficient information to determine if any isi products contributed to this catastrophic event. Third party staplers were used in the procedure. There is no allegation of a malfunction or injury regarding any isi products. A leak occurred post operatively but the details and location of where the leak happened and how the leak may have occurred has not been provided. This complaint is being reported due to the following conclusion: after a da vinci-assisted distal gastrectomy procedure, the patient presented with unspecified "leakage symptoms" 1 week post-procedure. Third party staplers were used to create the anastomosis. The patient died from the anastomotic leak. It is unknown if any isi product contributed to the leak although there is no allegation of a da vinci system, instrument or accessory malfunction during the procedure and no allegation that the da vinci system contributed to patient harm.

Event description:
It was reported that after completion of a da vinci-assisted distal gastrectomy procedure, the patient died from a "leak." Intuitive surgical, inc. (Isi) followed up with a surgeon from the site and obtained the following information: the indication for surgery was gastric cancer. There was no malfunction of an isi system, instrument, or accessory during the procedure. In addition, there were no intra-operative complications. A delta anastomosis (billroth method) was performed for the remnant of the stomach and small intestine using unspecified 3rd-party staplers. It is unknown how the gastrotomy was closed after stapling the stomach. The procedure was completed robotically. The patient presented with unspecified ¿leakage symptoms¿ 1 week post procedure. The leak occurred from the anastomosis of the gastric body. The surgeon is also unable to provide the following information: the location of the leak, how was the leak detected, what was done for the patient when the leak was detected and whether the specimen analysis had clear tumor margins. The cause of death was sepsis in relation to a post-operative leak. The date of death of the patient was enquired but not provided by the surgeon. The surgeon stated that there were adhesions in the patient during the primary procedure. No instruments will be returned to isi since the product used to create the anastomosis was a 3rd-party stapler instrument and not a da vinci device.